Event description:
Following placement of balloon catheter with the balloon across the stenosis of the right popliteal artery, the balloon was inflated with 50% contrast solution. Under fluoroscopy, contrast was seen streaming out of the inflated balloon and into a geniculate artery. The pressure within the balloon never reached 5 atm. I then deflated the balloon and tried to withdraw it through the sf sheath which was in the right common femoral artery. It would not withdraw. I did not force it. Fluoroscopy demonstrated the balloon portion of the catheter had accordioned and therefore could not be withdrawn. Different attempts to withdraw the catheter were unsuccessful. A cutdown finally was done for fear of lacerating the cfa. The cutdown was successful and the patient did well postoperatively.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.